Event description:
Customer states a doctor found the double cuffs might have a pin hole. The caller confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is currently in transit to the mfg plant for analysis. Us product ID# (B)(4) / 510k# k873461.